Manufacturer narrative:
No parts were returned by the facility biomedical technician to the manufacturer for physical evaluation. The granuflo dissolution tank was evaluated at the facility by the fresenius regional equipment specialist (res). A visual examination of the device was performed which revealed the presence of burnt components within the control box. The res replaced the control board to resolve the issue. Following the part replacement, the unit was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The burnt control board was identified during the on-site evaluation. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that the gran mixer motor failed to spin while in dissolution mode. There was no patient treatment impacted as a result of this event. No patient involvement. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. A visual examination of the device was performed which revealed the presence of burnt components within the control box. The res replaced the control board to resolve the issue. Following the part replacement, the unit was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. Follow-up provided by the biomedical technician who confirmed that no flames were present and no smoke was observed. However, when the biomed opened the unit, the smell of ¿something burnt¿ was noted. The unit has been returned to service at the user facility without a recurrence of the event as reported. The control board is available to be returned to the manufacturer for evaluation.